Event description:
Boston scientific crm received information that this lead had exhibited noise leading to oversensing. The noise could be reproduced with patient arm movements. A revision procedure was performed and the lead was explanted. During the explant procedure, the physician noticed damage to the lead conductor near the patient's subclavian. No adverse patient effects were observed.

Manufacturer narrative:
The lead is not expected to be returned for analysis. This report will be updated if additional information becomes available.